Event description:
It was reported the battery holder and lower case are cracked and the upper case is dented as a result of the device being dropped. The device was returned for repair. It was analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initial analysis confirmed the reported event, the battery drawer, upper case, and lower case were broken. It was also noted that the battery release was contaminated, two side bail covers were broken, the ring cover was broken, the battery contacts were compressed, the ring was bent, the keyboard was damaged and the main printed circuit board (pcb) was defective. Further analysis was performed on the main pcb. Visual inspection revealed no anomalies, capacitors were measured in-circuit and both capacitors failed testing, current testing was ok, typical operation was observed when device was turned on, the battery removal test failed, both capacitors were replaced, then the battery removal test passed. Conclusion: the battery removal failure was caused by a capacitor component failure. (B)(4).